Event description:
The pt reportedly experiences severe tinnitus bilaterally. The pt was seen at the center for device evaluation (date not given). Results from testing were difficult to interpret. Testing did indicate that the device was functioning although no responses were obtained on three electrodes. In 2003, the pt was seen at the center for device evaluation. The pt reportedly stopped using the device. Testing confirmed that three electrodes were not working. The pt elected to have the device explanted. In june/2003, the pt was seen at the center. The audiologist observed that the pt's left ear canal still had some purulent debris around. The pt was prescribed floxin drops. A CT scan was scheduled.